Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 280mg/dl. The customer changed the infusion set several times, but the alarm continued. Troubleshooting was performed, and the drive support was sticking out. No further information was provided.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. A cracked display window, cracked battery tube threads, cracked reservoir tube lip, scratched lcd window and missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.